Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report # 3006705815-2019-00955. It was reported that patient suffered a csf leak during a permanent implant. Following the procedure, the patient was told to lay back for 2 hours. Patient complained of a headache and pressure on the skull. In turn, a blood patch was performed on (B)(6) 2019, which has resolved the symptoms of the leak. Patient has effective therapy following implant,

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-00955.